Event description:
It was reported was reported that the patient underwent a hip revision approximate 1 year post implantation due to infection. It was noted that only the constrained head was revised. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: unknown freedom constrained liner. Unknown cup. Unknown stem. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.